Event description:
Dynamic compression plate with cables implanted in 2001. Two months later, patient started recovery under pressure (walking on crutches). It is reported that during this exercise the plate fractured. Revision was performed the following month, removing all hardware and replacing cemented stem with uncemented head/neck prosthesis. It was noted intraoperatively, that the fracture was non-union.